Event description:
Patient experienced band slippage and disconnection of the access port. Surgery to correct slippage and replace access port has occurred. Follow up findings: leakage at or near port tubing connector.